Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion with a 1000ml bag by 200/300 cc (drug, volume, rate and care area were not specified). There was no known patient injury or medical intervention associated with this event. No additional information is available.